Manufacturer narrative:
One opened probe was received, with a tip protector, in a zip top bag. The sample was visually inspected and found to be nonconforming with the needle bent, inner cutter in the port, and orange/brownish foreign material on port face and inner cutter. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was deemed nonconforming. The engine was disassembled and the components inspected, no silicone oil observed on the o-ring next the diaphragm. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had a cut failure, the evaluation indicates the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The root cause for the actuation failure is the dry o-ring observed in the front engine housing. How and when the o-ring became dry cannot be determined from the evaluation performed; however, an internal manufacturing issue cannot be ruled out as possible contributing factor for the dry o-ring. The reported cut failure was not confirmed; however, because an internal manufacturing issue cannot be ruled out as possible contributing factor for the dry o-ring, an investigation photo of the dry o-ring observed on the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the dry o-ring. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter was not cutting effectively during a vitreo-retinal procedure. The cutter was replaced with another one and the procedure was completed. There was no harm to the patient.